Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the alleged condition. The graphical user interface (gui) printed circuit board (pcb) and the backlight (pcb) were replaced. The software was upgraded to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator was shutting off and turning back on. The ventilator was not in use on a patient at the time of the event.